Event description:
Pt had symptoms of blueness to lips, toes and fingers 3 days prior to admission. His pacemaker was checked and found not to be functioning appropriately. The pt was admitted for pacemaker replacement.